Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: \[hospital]" just notified me that a clip applier (ca500) mis-fired during a procedure this morning. Additional information provided by \[customer]" on 08apr2026 via email: patient was safe. A new device was obtained to complete procedure. Lot number is 1567063. No other devices were in use. Clip applier would not deploy correctly. Clip failed to attach to tissue/clamp correctly onto tissue. Number of clips dispensed in total is unknown. Number of clips that experienced this incident is unknown. Additional information provided by \[customer]" on 09apr2026 via email: yes, a clip was loaded into the jaws. Yes, as best the staff can remember the clip was loaded and visible between the jaws of the device and properly seated. Clip was on cystic duct. No, the clip was not completely closed, the tips of the clip were crossed. Photo a was what initially occurred and was removed from patient. Additional clips were deployed from unit that looked like photo b, then when the surgeon was not satisfied with the clip appearance, a new device was acquired. \[applied medical supplied the customer with photos and asked the customer to identify which malfunctions they experienced.]" Intervention: a new device was obtained to complete procedure. Patient status: no patient injury indicated. Safe.